Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure was performed on the sfa. The proximal end of the protege everflex stent was unable to deploy completely. Various attempts were made to remove the delivery system, but the stent became elongated and then completely deployed. When the delivery system was removed, the distal portion of the stent was missing. The physician was unable to visualize the piece, but the decision was made to remove the sheath. As pressure was held at the groin, the missing piece followed the sheath out of the insertion site. An additional stent was placed and pt is fine.